Event description:
Caller states patient received results of 30.2 mmol/l and 23.9 mmol/l on the inform system while a comparison lab returned as 7.5 mmol/l within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).